Manufacturer narrative:
The sample has been returned to arrow. Co's examination and testing confirmed that the guide wire was kinked and lodge in the catheter. Also, there was a cut in the bladder approximately 5.2cm from the distal tip. It is co's conclusion that the use of the site closure (perclose) was responsible for the difficulty in percutaneous removal of the iab, and is likely responsible for the cut in the bladder.

Event description:
It was reported that during removal of the iab reisitance was encountered, and the physician thought the balloon was caught on a piece of calcified plaque. A cutdown was required to remove the iab. There were no pt complications.